Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b3 section. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It is was reported that the emergency medical services were called due to a low blood glucose on (B)(6) 2021 at 7am. The customer's blood glucose at the time of incident was 32 mg/dl. The customer was treated at home with glucose injection and food. Customer stated they had been getting high and low blood glucose levels. Customer had to go to hospital and call emergency medical services for the other high and low blood glucose events. It was not known whether the auto mode feature was active or not at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level and high blood glucose levels and had to go to the hospital on (B)(6) 2021. The customer stated that they called the ambulance twice. The low blood glucose level of customer was 32 mg/dl. It was not known whether the auto mode feature was active or not at the time of the incident. Customer was treated with glucose injection and food for low blood glucose level. The customer lowered their carbohydrate ratio prior to the incident. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.